Manufacturer narrative:
Follow up # 1/supplemental report text 12/01/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
Nurse was scrubbing field and had her hand over the cord of the pencil. Pencil was in the holster. There was a retractor nearby and nurse doesn't remember if she touched the retractor, but felt a shock and noticed a burn hole through her gown. Nurse mentioned that she received a superficial burn but was doing fine. She cleaned up the burn and continued working. Patient was fine. Patient did not receive any injuries.

Event description:
The lay user/patient contacted lifescan alleging the meter's down arrow button is slow to respond. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.